Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address broken liner and dislocation. Metal noise was also heard coming from the patient's hip joint.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> conclusion and justification status: the complaint states the patient was revised to address broken liner and dislocation. Metal noise was also heard coming from the patient's hip joint. A review of complaint databases and manufacturing records did not identify any anomalies. The liner was reviewed by bioengineering and a report was received stating; the liner shows deformation: the liner has taken on an oval shape, possibly due to disassociation of the liner and subsequent uneven loading. The liner fracture was limited to the ards positioned around the liner's outer edge. The ard fracture surfaces show signs of relative motion, indicating possible articulation against other components/bone post-fracture. The fracture could have been caused by liner disassociation, or by improper loading caused by malalignment of the liner though this cannot be determined without x-ray images post-implantation. Complainant asked: 1.is the liner not strong enough if it is easily broken by the impact when falling? The material used in the liner has proved acceptable performance in similar products, which can be seen on review of the pinnacle hip system pms report (B)(4). It is not possible to determine whether the fall was the cause of the liner disassociation and fracture. The x-rays were reviewed; implant disassociation was noted, hip x-ray shows contact of femoral head with the cup. This is indicative of disassociation of the liner within the cup. 2. Are there any similar cases in and outside japan? A complaint search identified 2 other complaints under the product code; one due to infection and the other due to alval. Both of which occurred in japan. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). Device history lot ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.